Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep rebooted the system, and informed the customer of the proper way of winding the footswitch cable. The system was tested and operates as intended.

Event description:
The customer reported that the x-ray switch on the 9900 system was stuck and displayed an error message. No pt injury was reported.